Manufacturer narrative:
Other: pain, non-union. This part is not approved for use in the united states; however a like device catalog #: 5440030, 510k #: k102555 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at l2-l5 due to spinal canal stenosis. On an unknown date, post-op, the set screw on the right of l5 backed out. The patient did not achieve solid fusion. The patient also experienced right lower limb pain. Hence, a revision surgery was performed, in which the set screw was retrieved and re-fixation and bone grafting was performed.